Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer's blood glucose level. Cts arranged to replace the damaged charging supplies via two-day shipping.